Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that when checking the ins due to an unrelated recharging issue the rep discovered that electrode #2 had an impedance greater than 10,000 ohms. There were no symptoms reported as a result of the high impedance. Further follow up is being conducted to determine the cause and whether any resolution is planned. If additional information is received, a follow up report will be sent. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a rep stated that the no actions/interventions were planned to resolve the high impedance. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.